Manufacturer narrative:
The flow coupler device involved in the incident was not returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.

Event description:
It was reported that during a procedure the rings of the flow coupler inadvertently came out of the wing jaw assembly as the physician was manipulating the vein through the flow coupler rings. The type of procedure was unknown. No other information is known.